Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of the event. Section b3: date of event has been entered as the date of publication 01jan2025 since the date of data collection was not provided. Author information: department of cardiac surgery, center for medical physics and biomedical engineering, medical university of vienna, vienna, austria; 2center for medical physics and biomedical engineering, medical university of vienna, vienna, austria; 3department of cardiac surgery, medical university of vienna, vienna, austria. Schloeglhofer, t., stoiber, m., schachl, j., schaefer, a. K., moayedifar, r., zimpfer, d., & riebandt, j. (2025). Mechanical characteristics and infection risks: experimental insights and clinical outcome prediction on left ventricular assist device driveline features. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.1140 manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the literature article ¿mechanical characteristics and infection risks experimental insights and clinical outcome prediction on left ventricular assist device driveline features¿ that an ex-vivo meta-analysis study for three-point bending and torsion tests were conducted to assess stiffness and compare the mechanical properties of left ventricular assist device (lvad) driveline types aiming to predict clinical outcomes; this included 21 studies with a total of 5443 patients. Heartmate 3 (hm3) demonstrated maximal bending force (11.2 (3.5) (p=0.001), lowest torque_max hm3 (95.9(10.5) mnm, p < 0.001). The mean driveline infection rate for hm3 was 11.9%.